Event description:
Our rep is reporting the following to us: during a shoulder repair while using a gryphon sawtooth drill guide and a lupine spiral fluted drill bit to prep a bone hole; the instruments came into contact with each other (rubbing up against each other) resulting in one of the guide¿s teeth to break off into the body. The fragment was able to be retrieved and the procedure was concluded using other same devices; they are reporting no patient consequences. The devices are at least 3 years old. Nothing is being returned, devices discarded. Also see associated MDR 1221934-2013-00329.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. It is stated that the complaint device is at least 3 years old and has seen quite a bit of use. We cannot tell anything from this, we cannot discern the root or underlying cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.